Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached on the same day of application and customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and had contact with a healthcare provider who administered sugar injection as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on an extended investigation. At this time, the product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specifications. The dhrs (device history record) for the libre sensor kit was reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. The sensor prematurely detached on the same day of application and customer was unable to obtain readings. As a result, the customer experienced a loss of consciousness and had contact with a healthcare provider who administered sugar injection as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.